Manufacturer narrative:
The manufacturing records for the onxm-27/29, sn (B)(4), were reviewed it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Onxm-27/29 sn (B)(4) implanted on (B)(6) 2009 in 32 year old female with a history of rheumatic mitral valve disease in the mitral position. Explanted and replaced by onxm-25 sn (B)(4) on 02/07/2018 (8 years 249 days post-implant) due to obstruction of left ventricular outflow tract. Preoperative echocardiogram confirmed lvot obstruction with a normally functioning mitral valve prosthesis. Although significant pannus was reported (and removed) from underneath the valve during the redo surgery, "the subvalvular chordal apparatus from the anterior leaflet that had been spared at the prior replacement had become extremely thickened and calcified such that it was obstructing the lvot." These chords were excised. Additional reconstruction of the subvalvular area was performed and the new on-x valve eventually lowered and secured in place. Subsequent transesophageal echo demonstrated a well-functioning mechanical mitral valve with no paravalvular leak and no stenosis. The left ventricular outflow tract was wide open with a mean gradient of 10 mmhg. Despite its removal and the presence of pannus underneath, the on-x valve was performing as expected. Its replacement was necessitated by the development of thickened and calcified chordae obstructing the lvot resulting in considerable reconstruction of the entire subvalvular region. The instructions for use (IFU) acknowledge the possibility of reoperation and explantation due to complications. In this case the complication was obstruction of the lvot, a form of prosthesis nonstructural dysfunction. Although prosthesis pannus is also a potential adverse event listed in the IFU, it was not the primary source of the need for explantation in this case. The valve was performing as expected. The explantation is necessitated by the development of obstructive tissue in the left ventricular outflow tract impeding the flow of blood resulting in dyspnea on exertion. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report and implant registration cards received, a female patient received a size 27/29 onx mitral valve, serial number (B)(4) on (B)(6) 2009 at age 32. The valve was then explanted and replaced with a size 25 onx mitral valve, serial number (B)(4) on (B)(6) 2018 at age 40 for undisclosed reasons. Note: this investigation is relegated to onxm 27/29 (1747207) additional information was received via operative notes. The patient presented with doe (dyspnea on exertion). According to the operative notes, ¿echo evaluation confirms significant lv outflow tract obstruction [lvot] with a mean gradient of 52mmhg across it. She was referred for consideration of redo mitral valve replacement. Preoperative echocardiogram confirmed preserved ejection fraction with a normally functioning mitral valve prosthesis, lvot obstruction, but no other valvular abnormalities requiring intervention. Preoperative catheterization confirmed no coronary disease requiring intervention.¿ findings showed that the subvalvular apparatus had progressively thickened and calcified causing lvot obstruction.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report and implant registration cards received, a female patient received a size 27/29 onx mitral valve, serial number (B)(4) on (B)(6) 2009 at age (B)(6). The valve was then explanted and replaced with a size 25 onx mitral valve, serial number (B)(4) on (B)(6) 2018 at age (B)(6) for undisclosed reasons. Note: this investigation is relegated to onxm 27/29 ((B)(4)) additional information was received via operative notes. The patient presented with doe (dyspnea on exertion). According to the operative notes, ¿echo evaluation confirms significant lv outflow tract obstruction [lvot] with a mean gradient of 52mmhg across it. She was referred for consideration of redo mitral valve replacement. Preoperative echocardiogram confirmed preserved ejection fraction with a normally functioning mitral valve prosthesis, lvot obstruction, but no other valvular abnormalities requiring intervention. Preoperative catheterization confirmed no coronary disease requiring intervention.¿ findings showed that the subvalvular apparatus had progressively thickened and calcified causing lvot obstruction.